Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and fever. The cause of peritonitis was unknown. The patient was hospitalized due to abdominal pain and fever. On the same day as the event onset, the patient was treated with vancomycin injection (50mg per bag, ongoing) and ceftazidime injection (1gm, per bag, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. The patient was recovered from abdominal pain and fever. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued 22 days after the event onset. At the time of this report, the patient has recovered from peritonitis 23 days after the event onset. The patient was discharged from being hospitalized 25 days after hospital admission. Should additional relevant information become available, a supplemental report will be submitted.